Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 700 mg/dl. The customer was experiencing unexplained high glucose for couple weeks. The customer stated that he was vomiting for two days. Troubleshooting was performed. The customer had lost the battery cap, and he stated that batteries were too expressive. The customer reverted to manual injections, but could not control his glucose level, and ended up with diabetes ketoacidosis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.